Manufacturer narrative:
The investigation determined that a non-reproducible higher than expected vitros trop I es result was obtained from a single patient sample processed on the vitros 5600 integrated system. Evaluation of the system demonstrated unacceptable vitros trop I es precision. An ocd field engineer made repairs to the fluidics, well wash, and incubator subsystem to return the instrument to expected operation. Following this action, acceptable vitros trop I es performance was observed. In addition, the investigation determined that the sample in question was not processed in accordance with the tube manufacturer's recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The root cause of this event is most likely instrument related. However, pre-analytical sample processing cannot be ruled out as an additional contributing factor.

Event description:
The customer obtained a non-reproducible higher than expected vitros trop I es result (0.85 ng/ml) from a single patient sample processed on the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected result was initially reported out of the laboratory. However, the result was questioned by a physician and a corrected report (0.028 ng/ml) was issued upon repeat analysis. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc complaint number (B)(4).